Manufacturer narrative:
(B)(4).

Event description:
It was reported "during insertion of the sheath: sheathis too floppy.the catheter got stuckinside the sheath.ended up using the oppo sition'sproduct". No patient injury or cosnequence reported. The patient's current condition is reported as "fine".